Manufacturer narrative:
When the analysis has been completed, this event will be updated.

Event description:
- -

Manufacturer narrative:
Upon receipt at our (B)(4) laboratory, a review of device memory revealed that the device declared elective replacement indicator (eri) after experiencing two charge times greater than the charge time limit. End of life (eol) was declared following a single charge time greater than 30 seconds. The observed rate of battery usage was compared to the expected rate of battery usage and the results indicated the monitoring voltage was normal based on therapy use and programmed settings. It was concluded that this device did not experience premature battery depletion. Rather, the eri to eol time period was shortened due to a higher-than-typical build-up of internal battery impedance. The device was capable of detecting and treating arrhythmias, as the battery itself had sufficient capacity remaining to provide therapy if needed.

Event description:
Boston scientific crm received information that this implantable cardioverter defibrillator (ICD) device was removed and returned for disposal. There were no allegations against this device from the field. Upon receipt to the post market quality assurance laboratory, analysis revealed this device had reached replacement indicators while implanted. Analysis revealed this device passed expected longevity calculations, however there was concern that there was shortened time from eri to end of life (eol). No adverse patient effects.